Manufacturer narrative:
(B)(4).

Event description:
The catheter was replaced in (B)(6) 2010, due to suspected catheter occlusion. The pump delivered morphine. Following surgery, the morphine concentration was reduced from 44 mg/ml to 20 mg/ml. The actual morphine concentration was 25 mg/ml. Pt outcome from the catheter surgery was not reported. On (B)(6) 2011, a volume discrepancy occurred between the estimated volume and actual volume. There was 10 ml "too much volume." Because of the discrepancy, the physician planned to replace the pump (B)(6) 2011. The battery alarm was enabled; no battery alarm occurred. Additional information has been requested, but was not available as of the date of this report.